Manufacturer narrative:
The unit had made patient contact and was not received for evaluation. It is not possible to determine an assignable cause for this issue. There is insufficient information for a complete investigation. The DHR for lot 25712-01 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 4 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Defective / non-functional product. During procedure primed properly, started working on patient but then quit. No injury as a result of product failure.